Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of external physical damage or contamination. The reported event was not confirmed through log files as this was the back-up controller. Analysis of the device revealed that the device failed to meet specifications. Functional testing revealed that the controller failed due to faulty chips on the printed circuit board that prevented the unit from reading the charge of the power sources, triggering a critical battery alarm. One of the chips protects against esd and had burn marks. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with burned d10 chips are most often attributed to electrostatic discharge. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event.

Event description:
Vad coordinator was checking backup controller and reported critical battery alarms on all batteries. The controller was exchanged and returned to heartware for further evaluation. There was no reported patient injury as a result of the event.